Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a thr performed on a unspecified date, the patient had experienced severe pain for the past 4 years and suffered a hip dislocation. A revision surgery was performed on (B)(6) 2023 in order to exchange the implants, but she still has been experiencing symptoms like severe pain when walking and even riding in car. Patient also has elevated levels of cobalt (5.5) and chromium (8.1) and significant damage to gluteus medius, with risk of further dislocation. It is unknown how this issue is being addressed at the moment.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that it is unknown if the reported pain, tissue damage and metal ion levels were a result of the reported dislocation prior to the total hip arthroplasty revision. Therefore, due to insufficient information, there are no clinical factors which can be concluded to have definitively contributed to the reported events. With the limited information provided, the patient impact beyond the reported revision, pain, elevated metal ions, damaged tissue and further risk for dislocation cannot be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral head, the liner, the stem, and the 35mm screw, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the shell and the 20 mm screw, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.